Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter did not fully retract during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: the medical device brand name, medical device catalog #, and UDI # were reported incorrectly. The correct information is as follows: medical device brand name: 22 g x 1.00 in. Bd insyte autoguard shielded IV catheter. Medical device catalog #: 381423. (B)(4).

Manufacturer narrative:
Results: one unused sample in a sealed package and one used sample in an open package were returned for evaluation. For the unused unit: a visual/microscopic inspection revealed all components were present and intact and there were no anomalies or damage to the unit. A simulated use test was performed by pressing the safety activation button and the needle fully activated without meeting any restriction. For the used unit: a visual/microscopic inspection revealed that the activation button was completely depressed, the needle/hub assembly was partially retracted into the safety shield (barrel), there were traces of dried media, and the grip was damaged, which hindered the needle from fully retracting. The damage was in the area to the side of the bottom of the grip where it connects to the barrel. No additional anomalies or damage were observed to the unit/components. A simulated use test was performed by pushing the needle into the out position and pressing the safety activation button. The retraction failed as it was restricted by the damage on the grip. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6280978. Conclusion: the root cause for this incident was determined to be manufacturing. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A formal corrective action will not be initiated at this time. However, product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing was notified of this incident and the findings.